Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 514 mg/dl. He treated his high blood glucose level with a manual injection of 5 units. They had previously called regarding no delivery alarms. The infusion set was bent at the tip. The device was not returned.